Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 547mg/dl. Customer alleged that insulin pump was under delivering the insulin as it was not working. Customer stated that drive support cap appears normal and insulin exited at the quick release. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed the delivery accuracy test at 0.08715 inches. Insulin pump meets specification: yes the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.